Event description:
Additional information was received indicating the patient was scheduled for a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.